Manufacturer narrative:
Evaluation: the device was returned in a used condition with the tubing separated approximately 8mm below the strain relief. An examination found the circumferential hole in the tubing measuring approximately 1mm, at the strain relief connection. It is possible this hole may have caused the leakage encountered. However, at this time we are not able to determine with certainty how the hole occurred. It should be noted, this device was not designed as a permanent implant. We will continue to monitor for similar situations.

Event description:
Patient arrived at facility with a 6 fr cook tunnel catheter that was placed about 1 year ago. The patient's older sibling stated patient woke up when she noticed he was bleeding from the catheter. Following an unsuccessful attempt to locate a cook repair kit, the nurse repaired the catheter with another manufacturer's repair kit.